Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a humerus fracture procedure, surgeon was inserting a uhn nail and it broke. Surgeon removed the nail and elected to use a plate and screw to complete the procedure.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.